Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for a ward check-up, the device was found to be dislodged as indicated by poor threshold and sensing variable measurements. The patient was asymptomatic. Lead revision was completed to place the lead back in place. No further information is available.